Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation for evaluation. The device logs shows the device could not reach target charge voltage within 25 seconds due to a depleted battery. The logs also show the device operating on low battery power without auxiliary power connected and displayed a "battery calibration required" prompt, which can prevent the runtime indicator from showing accurate remaining capacity. Per the surepower ii operator's guide, routine battery inspection, capacity testing, and shift-check accessory/device checks are recommended to ensure reliable performance. The device passed all functional testing, charging and discharging normally. The battery was not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.